Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: lot manufactured between october 11, 2019 to october 14, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed using the naked eye which revealed residual fluid inside the device bladder. Due to the nature of the sample, no additional tests were performed. The reported condition was verified. The cause of the condition could not be determined; however the most probable cause is user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of infusor lv (large volume) devices under infused. The event was further described as the infusors "had significant amount of drug left in the balloon after 24 hours of infusion¿. The devices were attached and disconnected in the hospital and the patient wore at home in the time between. There was no report of patient injury or medical intervention associated with this event. No additional information is available.